Event description:
Patient reported that the back to back test readings were 195 and 129 mg/dl (41% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Patient did not have supplies needed to do control test. Lfs representative reviewed qc procedures and back to back testing. There was no allegation of harm.